Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a high pitched noise, internal communication error, shutdown and seemed to be using too much helium. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and upon inspection discovered the base of the cable coiled cord was damaged and turning freely even though it was locked into place in the socket. The stm replaced the coiled cord cable to resolve the communications error. The stm then reported that he was not able to locate any helium leaks and that the cardiosave transport performed normal amount of auto-fills using internal helium tank. The stm replaced the helium reservoir assembly and pneumatic module assembly as a precautionary measure and at customer's request to resolve the excessive helium use issue. Subsequently, the stm completed the repair with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a high pitched noise, internal communication error, shutdown and seemed to be using too much helium. There was no harm or injury to the patient and no adverse event was reported.